Event description:
As reported, the 260cm aquatrack hydrophilic guidewire loses its coverage and functionality. There was no reported injury to the patient. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.

Manufacturer narrative:
As reported, the 260cm aquatrack hydrophilic guidewire loses its coverage and functionality. There was no reported injury to the patient. Additional information was requested; however, was not obtained after multiple attempts made. Physical analysis and failure mode verification could not be performed, since the product was not returned for assessment. An image was provided for review. Even though an image of the device that failed was received and the exposed braidwire can be seen, it is not possible to draw a definitive conclusion from the picture alone. A review of the manufacturing documentation associated with lot 82299335 presented no issues during the manufacturing process that can be related to the reported event. Based on the event description and the fact that the device was discarded at the hospital, it is hard to confirm if the device was misused by a user. Therefore, the events reported of guidewireexposed braidwire/corewire and coating delaminated could not be confirmed. Even though an image of the device that failed was received and the exposed braidwire can be seen, it is not possible to draw a definitive conclusion from the picture alone. The image does not allow to determine if there are fully or partially detached sections, whether a sharp object could have caused the issue, or if there are traces of material showing good adhesion. Information provided in the event, combined with the lack of product return for analysis, is not sufficient to verify the event or identify a root cause with any certainty. No additional actions have been identified. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 260cm aquatrack hydrophilic guidewire loses its coverage and functionality. There was no reported injury to the patient. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.